Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 02 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2019, the patient underwent a right knee revision due to loosening. The surgeon indicated the tibial component removed easily and had complete separation from the cement. The tibial component was revised. There were no concerns reported regarding the femoral component, and it was revised. The surgeon did not report on the patellar component and it was not revised. The patient was implanted with a competitor system. Two depuy cements were implanted in the patient and there were no complications to the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2019. (Rt knee).